Manufacturer narrative:
The following elements have blank data

Event description:
Unstageable pressure ulcers (pu) on upper lip area possibly caused by use of the device. It was felt that the device with the bite block might have caused extra pressure on the area unlike the previous device w/o the bite block attached. We are not sure this is a product failure but we have had 1 other similar pu on a patient with the same device. There have been anecdotal reports from other scripps facilities with similar issues. Device has been in use about 3 months at our facility.